Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 5. The home patient (hp) was still connected. The bags were empty except there was solution in the heater bag. The technical service representative (tsr) asked if any of the bags came undone. The hp stated no. The tsr explained the alarm and assisted the hp to clear the alarm by turning the hc off/on. The hp will finish with manual bags. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The customer was contacted and he stated that he is ok and has been able to continue therapy. He stated that the technical service representative (tsr) did help to clear the alarm, and following instructions and he completed therapy with a manual exchange.